Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the infection was (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was removed for pocket infection and pocket erosion. No further information was available.